Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable fit loosely into the usb port of the pump. Reportedly, the cable had to be held into the charging port at a specific angle, in order to complete a successful charge. Pump was able to be charged successfully using an alternate cable. There was no impact to the customer's blood glucose level.